Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Reference manufacturer report numbers: 3005099803-2009-02533, 3005099803-2009-02535, and 3005099803-2009-02536. It was reported to scientific boston corporation that two wallstent endoprosthesis endoscopic biliary systems and two jagwires were used during treatment of a biliary narrowing on a female patient. According to the complainant, the placement of two stents was required during this procedure. The first stent prematurely deployed within the scope. This may have been due to the entanglement of the two jagwire guidewires being use simultaneously. However, no damage was noted to the wires. The stent placement at the first target site was completed successfully with another wallstent endoprosthesis endoscopic biliary. A third wallstent endoprosthesis endoscopic biliary system was advanced; however, the device became lodged in the scope channel. The procedure was completed with the placement of only one stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) tangled on stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).